Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient changed the sensor after 3-4 days after there was an unknown issue. After the sensor was removed the area began to swell heavily and it felt like something was stuck in the arm. The patient described it as almost a bee sting. The patient also experienced pimples underneath sensor pod area only. The patient went to the hospital and stated that even though they were also not sure at the hospital, he was prescribed oral antibiotics. After treatment with antibiotics the swelling had subsided, but there was still a lump. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).